Event description:
It was reported that the patient underwent bilateral knee replacement in 2002. Post operatively, the patient presented with indications of sinus tract formation. Patient returned to surgery in 06/2003 for suture removal. A sterile abscess was found. No residual suture was seen at time of re-operation. Patient will have a complete re-do operation of the knee because of post-operative infection. It is not known if the infection is being related to suture or another event.